Event description:
My husband was diagnosed with gbs in 2008. He had ivig treatment and we had flush the port with heparin before each treatment. He has had a rash which has traveled to different parts of his body beginning on his trunk, spread to his arms and legs, the feet and palms of his hands. He started on prednisone about 6 weeks after diagnosis, and has just finished his second week. The rash is returning. He also has a 'burning" sensation in his lower back. We think it is a possible reaction to the recalled heparin. Healthcare called to check on him but we did not think of the link to the heparin and the rash at that time. Ivig was administered by healthcare. Dose or amount: 1-3 me. Frequency: pre/post infusion. Route: intra-artery. Dates of use: 2008. Diagnosis or reason for use: gbs/acute infective polyneuritis. Event abated after use stopped or dose reduced? No. Event reappeared after reintroduction? No.